Event description:
The subject guidewire device was returned for analysis, and it was discovered that the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned device revealed that the guidewire was noted to be kinked/bent at 186cm and 197cm from the proximal end and the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling at 18.5cm from the proximal end. During functional testing, the guidewire was advanced through a flushed demonstration sl-10 microcatheter. Resistance was noted as the guidewire reached the distal end of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As analysis of the returned device revealed the subject guidewire was kinked/bent at 186cm and 197cm from the proximal end and the guidewire ptfe coating was noted to be peeling at 18.5cm from the proximal end. The guidewire was advanced through a flushed demonstration sl-10 microcatheter and resistance was noted as the guidewire reached the distal end of the microcatheter due to the kinks on the device. It is probable that the guidewire encountered some anatomical/procedural factors during manipulation in the microcatheter that resulted in the kinks on the device. Therefore, an assignable cause of procedural factors will be assigned to the as analyzed 'guidewire kinked/bent' and 'guidewire friction' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. Based on visual inspection, it appears the damaged ptfe coating was caused by slippage of the torque device due to insecure fastening of the torque device on the wire. Therefore, an assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this issue is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. The reported 'device interaction with another device' could not be confirmed as the microcatheter used in the procedure was not returned for analysis and there was no evidence of either the alleged issue or any defect on the guidewire which could have contributed to the event.